Event description:
A customer observed a false negative hbsag confirmatory test result on a patient sample on the eci analyzer. Positive results were obtained using an alternate method. The erroneous result was not reported. False negative hbsag confirmatory results could present a risk to public health. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary. Investigation into the event showed that the sample was hbsag confirmed positive by an alternate method confirmatory test. The initial confirmatory test produced neutralization of less than 50%. The customer did not complete the confirmatory testing as described in the instructions for use. Although a mutant strain of the virus has been identified in the case, the root cause of the false negative confirmatory test has not been identified.